Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Pump had unable to prime at 4.0 lbs during prime/a33 test due to cracked end cap. Unable to perform basic occlusion and occlusion test due to cracked end cap. Pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose at the time of the incident was 20 mg/dl. Customer's current blood glucose was 206 mg/dl. Customer was taken off the insulin pump at the time of admission. Customer stated that the pump may have over delivered insulin leading to her low blood glucose. Customer stated she was at the store when she fell unconscious. Customer had to be resuscitated once she got to the emergency room. Customer stated that there is 120 units of insulin in the reservoir, but 59 units on the status screen. Product is being returned and replaced.